Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the controlled substances were required to be wasted on the station. The customer reported that two new users were being forced to enter waste for doses of controlled substances that did not require waste. The customer also stated that when they remove a medication, such as a tablet, from the station, a notification appears stating undocumented waste. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the controlled substances were required to be wasted on the station. The customer reported that two new users were being forced to enter waste for doses of controlled substances that did not require waste. The customer also stated that when they remove a medication, such as a tablet, from the station, a notification appears stating undocumented waste. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all the controlled substances were required to be wasted on the station. A technical support specialist reviewed the waste report and confirmed that one user removed a tablet of controlled medication, later removed another medication and recorded a waste of zero tablets for the same drug; if an undocumented waste banner had appeared, it may have been tied to another users prior transaction or a waste later action at another device, but the transaction report shows the waste was performed directly by the same user without undocumented reason. The system functioned as intended after the technical support specialist troubleshot the device.